Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user received a message stated download had stopped for this device. The customer indicated that this issue caused a problem with medication due times and also noted that the station time was delayed by approximately 15 minutes. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the download process had stopped and the system time was incorrect. A technical support specialist (tss) logged into the station, identified that the station time was incorrect, and applied the knowledge article titled "device time is incorrect". Confirmation was obtained from the customer that the issue was resolved and normal operation was restored. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user received a message stated download had stopped for this device. The customer indicated that this issue caused a problem with medication due times and also noted that the station time was delayed by approximately 15 minutes. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.